Event description:
This rv lead was implanted on (B)(6) 2002, and remains implanted at the time. A call was placed to technical services on 10/17/2016, stating that rv pace impedance variable. Only one episode in logbook from (B)(6) 2015, and sensing is appropriate. Presenting egm shows noise on a channel that is not sensed, timing and appearance consistent with mv chop. Discussed that the mv signal is not being inappropriately sensed currently. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).